Event description:
It was reported that, "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528235 visistat 35w (B)(4) for investigation. The bottom component of the complaint sample was observed to be positioned incorrectly. The stapler was returned with (B)(4) staples remaining in the cover block with gaps in the staples. The device was disassembled and die casting anomalies on the forming tool were also discovered. Per DHR the product visistat 35w (B)(4) lot # 73c2400686 was manufactured on (B)(6) 2024 a total of (B)(4) pieces. Lot was released on (B)(6) 2024. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".